Event description:
The cutter was not working consistently for the case. The customer was able to get enough samples for diagnosis by manipulating the cable on the side of the driver. The device will be returned.